Event description:
It was reported that a malfunction occurred on the pump with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.